Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. The cause was determined to be due to use error; improper seating of the roller clamp. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set overinfused. The nurse stated that they had not been properly "fully seating the roller clamp and setting the flow rate." This led to the patient getting too much fluid. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.